Event description:
A malfunction alarm labeled malf 0 was reported, but no notable events occurred prior to the issue. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, which successfully resolved the malfunction. The customer was advised to continue using the pump and contact support if the issue recurred.